Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -10.5/1.5/178 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, vault is adequate and patient is doing well.